Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump reset unexpectedly on multiple occasions. Customer had elevated blood glucose (bg) levels (450 mg/dl). Customer delivered boluses to address elevated bg levels. Reportedly, the customer has manual injections as alternate insulin therapy.